Event description:
On (B)(6) 2011, it was reported by a vns implanting surgeon to the manufacturer's distributor in (B)(4) that during surgery, a systems diagnostic test revealed high lead impedance. The lead pin was checked to make sure that it was positioned past the back end of the connector block. Another systems diagnostic test was run which showed high lead impedance again. A generator diagnostic test was then run which also revealed high lead impedance and an output current of limit. A new generator was thus opened and everything was alright. The problematic generator has been shipped to the manufacturer for product analysis; however, it has not yet arrived at the manufacturer. When additional info is received, it will be reported.